Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01092. It was reported the patient was having uncomfortable stimulation. Imaging found one of the leads had migrated. Surgical intervention took place on (B)(6) 2020, where the lead was repositioned to the original position. Therapy was restored post-op. Note: it is unknown which lead migrated, as such both leads are being reported.